Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they were trying to adjust the patient's settings but they saw the power-on-reset (por) code. The indicat ion-for-use (IFU) was unknown. No outcome, cause, or troubleshooting performed were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.